Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the distal end of the white ring for the trocar was disengaged and not returned. The trocar, circular seal, envelope seal and cannula appeared intact. The device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the seal disengaged may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on abdominal wall puncture completed during a laparoscopic cholecystectomy, the threaded sleeve was disconnected from the base. Another trocar was used to complete the case. There was no patient injury.